Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm which occurred on the home choice (hc) during dwell 5 of 5. The heater bag was empty and the last fill bag had solution. The home patient (hp) said that he had disconnected the last fill bag and then reconnected it after fluid poured out of the bag. The technical service representative (tsr) explained that he should not disconnect and reconnect solution bags. The tsr then assisted to end therapy. The hp was to finish therapy with a manual exchange. The tsr advised the hp to let his nurse know about the alarm and that he reconnected the supply bag. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the hp on (B)(4) 2012. He had not spoken with his nurse about the alarm and reconnected the supply bag. The hp stated that the tsr had reviewed proper procedures with him and he understood that he should not disconnect and reconnect bags during therapy. There were no adverse effects reported in relation to this event. Therapy since then has been going well.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.